Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify the event "umbilical tape isn¿t holding in heart cases when it gets wet for aortic dissection": did the suture break in the middle during use? Yes. Was there any patient adverse event? No. Was medical or surgical intervention required to address the issue? No.

Event description:
It was reported that a patient underwent an aortic valve repair on (B)(6) 2018 and suture was used. During the procedure, the suture broke and was not holding in the heart case when it got wet for aortic dissection. There was no intervention required and no adverse patient consequences. Additional information was requested.